Event description:
The manufacturer received information alleging that the patient experienced nose pain and lit it is burning while using the nasal pillow at night. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.